Event description:
It was reported patient underwent left total hip arthroplasty in 1988. A subsequent revision was performed (B)(6) 2006 due to polyethylene wear. Another revision was performed (B)(6) 2012 due to instability and snapping sound. It was noted that the liner was fractured.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." And number 11 "wear and/or deformation of articulating surfaces." This report is number 1 of 1 mdrs filed for this event (reference 1825034-2012-02343).